Manufacturer narrative:
The e801 analyzer serial number is (B)(6). Calibration and controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 125 pg/ml. The doctor questioned the result, so the sample was repeated. The repeat troponin t result was 11.5 pg/ml. The sample was also repeated on a second analyzer twice on 26-mar-2024, resulting in troponin t values of 9.09 pg/ml and 8.13 pg/ml.

Manufacturer narrative:
The investigation reviewed the images from the sample-foam detection (sfd) camera. The images showed dust on the active gripper wheels. The initial image showed particles/debris and a film at the upper plasma surface. The image that was taken before the rerun showed a slight reduction of this film on the patient sample surface. The investigation identified a sample quality issue. The investigation determined a general reagent problem was not present because the qc before the event was within the specified ranges. The investigation did not identify a product problem.